Manufacturer narrative:
Combination product: yes, neither the affected product nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations, no material or manufacturing related root cause could be determined. It should be noted that the IFU advice the user to pre-dilate the target lesion.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (99 percent stenosis degree) in the moderately tortuous proximal lad. Direct stent placement was attempted, but the device did not pass through the stenotic area in the lad. When the catheter was removed from the body, the stent was deformed. Subsequently, pre-dilatation was done, a new orsiro mission was used, and the procedure was successfully completed.